Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with anterior knee pain. Arthroscope showed some signs of synovitis and metallosis (through blackening of soft tissue). Arthroscope also showed some signs of femoral prosthesis scratching. On removal of product primary knee seemed well balanced and components relatively well fixed.

Manufacturer narrative:
The complaint states revision left total knee arthroplasty performed on (B)(6) 2016 surgeon noted: patient presented with anterior knee pain. Arthroscope showed some signs of synovitis and metallosis (through blackening of soft tissue). Arthroscope also showed some signs of femoral prosthesis scratching. On removal of product primary knee seemed well balanced and components relatively well fixed. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.